Manufacturer narrative:
The reported product is not expected to be returned. A follow-up report will be submitted once additional information is obtained. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care became aware of an article by m. Krakauer, et al titled, ¿a review of flash glucose monitoring in type 2 diabetes", published in biomed central journals, volume 13, number 42, 2021. The results of the clinical trial concluded that type 2 diabetic patients who use flash glucose monitoring might expect to achieve significant improvement in hba1c and glycemic parameters and several associated benefits. Of the participants, nine sensor adhesive reactions in six participants were described with intensity reported as severe (n = 2), moderate (n = 6), or mild (n = 1). Sixteen device-related adverse events (sensor adhesive or site reactions) were reported in nine participants, which were classified as severe (n = 4), moderate (n = 9) or mild (n = 3). All events resolved after treatment with mainly topical preparations (unspecified). There was no report of death or permanent injury associated with this event.